Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. Visible screws loosening and missing from the mako offset reamer handle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
When in decontamination we noticed several screws were absent. Case type / application: no associated procedure - (if applicable) will device be decontaminated? Device(s) do not need to be decontaminated (no patient contact/ bioburden).

Event description:
When in decontamination, we noticed several screws were absent. Case type / application: no. Associated procedure - (if applicable) will device be decontaminated? Device(s) do not need to be decontaminated (no patient contact/ bioburden).

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method and results: product evaluation and results: visual inspection confirmed the event. Visible screws loosening and missing from the mako offset reamer handle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.